Manufacturer narrative:
Concomitant medical products: d284trk crt-d, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was programmed off due to loss of capture. A chest x-ray showed the lead to be dislodged in the inferior vena cava and high thresholds and exit block were reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.